Manufacturer narrative:
This product is manufactured in the us. But is not marketed in the u.s. (B)(4). Device was not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 22.00 diopter preloaded injector. Prior to implantation, the lens got stuck in the injector. The physician injected into the air and it came out quick. No patient contact. Physician said he may have left the injector sitting too long after setting. He just started using the pre-loaded injector.